Manufacturer narrative:
Explant date: august.

Event description:
It was reported that following a permanent implant procedure the patient had an infection at the pocket site. Symptoms of inflammation and drainage at the ipg site were noted. The physician believed that the infection was not device related nor procedure related and the cause was unknown. The patient was placed on antibiotics and underwent an explant procedure. The explanted ipg was not returned.